Manufacturer narrative:
The lead remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited shock impedance measurements of greater than 125 ohms. Additional information was received from the field that isometrics testing and fluoroscopy images were taken. It was noted that the patient had undergone open heart surgery a few years ago. The cause of the high shock impedance measurements has not be determined at this time. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Calcium deposits were observed on the tip or electrodes of the returned lead. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular lead exhibited shock impedance measurements of greater than 125 ohms. Additional information was received from the field that isometrics testing and fluoroscopy images were taken. It was noted that the patient had undergone open heart surgery a few years ago. The cause of the high shock impedance measurements has not be determined at this time. The lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted due to shock impedance measurements of greater than 125 ohms. Isometrics and defibrillation threshold testing had been performed. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited shock impedance measurements of greater than 125 ohms. Additional information was received from the field that isometrics testing and fluoroscopy images were taken. It was noted that the patient had undergone open heart surgery a few years ago. The cause of the high shock impedance measurements has not be determined at this time. The lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted due to shock impedance measurements of greater than 125 ohms. Isometrics and defibrillation threshold testing had been performed. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to csf and h10. Original text: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Calcium deposits were observed on the tip or electrodes of the returned lead. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Changed to: upon receipt at our post market quality assurance laboratory, visual inspection revealed significant calcium deposits on the entire distal shock coil. Deposits of calcium on cardiac lead electrodes have been shown to cause increased impedance measurements therefore, the clinical observations of high out of range shock impedance measurements were likely caused by the calcium deposits on the distal shock coil.